Event description:
The dacapo powerpack is not working and traces of electrolyte fluids were found on the dacapo frame. No patient injury is reported.

Manufacturer narrative:
No UDI available. The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.